Manufacturer narrative:
The investigation into the removal issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Data log analysis confirmed that the device was weaned down to p-0 during removal which resulted in retrograde flow opposed to weaning down to p-2 which prevents retrograde flow. There was no problem found during the case. Pump stop retrograde flow alarm triggers after the pump is set to p-0 by the user by design. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. There was an "impella stopped, retrograde flow" alarm present as the impella was being withdrawn from the ventricle. The impella cp was able to be explanted without any issues and there was no harm to the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿